Manufacturer narrative:
An event regarding revision due to wear involving a triathlon ps insert was reported. The event was confirmed through visual inspection. Method & results: device evaluation and results: no product was returned for evaluation however four photographs of the explanted triathlon ps insert and its retention wire were attached. There is poly wear visible along the postero-medial border of the insert. The insert appears to have yellow staining due to synovial liquid protein absorption consistent with long term implantation . There is also explantation damage visible on the insert. Medical records received and evaluation: the medical review indicates: the only information available as indication for revision was pain at 11-years post arthroplasty. The explanted bearing confirms the knee was unstable because of the location of the poly damage along the poster-medial border of the bearing. This can only be caused by the femoral component riding over this border. This should not be possible in a stable knee and as such proves this knee was unstable prior to revision. The fact of poly damage on the posterior side of the bearing may indicate that this knee was certainly unstable during flexion. During revision a new 9-mm ps bearing was implanted which is the same height as before revision. The reason for this is unknown because no revision surgical report is available. The changes as visible on the explanted bearing are typical for overload from an external cause to the bearing. The also visible yellow staining is not pathological. It is caused by normal synovial protein absorption into the poly after long term implantation. This pi case is not device-related. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review indicated that : the suboptimal component position has most likely contributed to (flexion) instability allowing more rollback than normal during knee flexion of the femoral component past the posterior border of the bearing. This overload condition caused poly damage near the posteromedial border of the bearing. The exact cause of the event could not be determined due to lack of proper clinical and radiological information. Further information such as device return, x- rays, operative reports and material analysis report are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If devices or additional information become available, this investigation will be reopened.

Event description:
Sales rep reported left knee revision surgery of patient due to pain. Surgeon replaced tibial insert.

Manufacturer narrative:
The following devices were also listed in this report: triathlon asym patella a35x10; cat# 5551-l-350; lot# lp815, triathlon ps fem component, cemented; cat# 5515-f-601; lot# l5yib, triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# sab3h, simplex p full dose 1 pack; cat# 6191-1-001; lot# rkm379. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported left knee revision surgery of patient due to pain. Surgeon replaced tibial insert.